Manufacturer narrative:
Date sent: 10/28/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, there were several problems with the surgery. First they were using a gen01 generator but it was not cutting properly, it did not work with the full button of the pedal. So they used a gen04 generator for the surgery and opened the device, but the scissor mechanism didn't work. The shears didn't open or close. The surgeon converted the surgery to an open procedure. Add'l info requested. Prerun testing must be performed before the system will work. If pre-run testing is not done, the screen will state "test in progress" and the generator will emit a different sounding beep than when it is actually activating. If the tip of the device is on tissue, when this occur, the system will result in an error as a result of not running pre-run testing. The "test" button on the front of the display is not the pre-run testing.